Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button has been intermittently delayed in responding to presses and multiple presses were necessary for display to activate; however, the button has become completely unresponsive over time. The customer's blood glucose level was 250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.